Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during a routine clinic follow-up; ventricular lead noise was observed. Recently, patient had a history of dizzy spells. The lead was capped and replaced on (B)(6) 2018. Patient was stable during and post-procedure.